Event description:
A posterior fixation intervertebral fusion was performed from l2 to l5. After completing insertion of eight screws up to l5, the image was moved to the front. At that time, a streak was found inside of the screw inserted at l5. The guidewire that had already been removed was checked one was shortened indicating it was broken. The surgeon decided that since it was still inside the vertebra and there was no way to remove it from the body, it could be left as it was.